Event description:
It was reported that at implant there was difficulty interrogating the device and possible electromagnetic interference. The device was extracted and replaced. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4) upon analysis it was reported that there were no anomalies found.